Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. Investigation could not be completed due to lack of information. Cartridge sn, lot number and reader sn were not provided. Customer did not respond to technical supports three follow-up attempts for further information.

Event description:
Customer reports receiving discrepant results on an unknown date using the cue covid-19 test for home and over the counter (otc) use. The first result received was a positive result followed immediately by a negative result. Cartridge sn's, lot number and reader sn not provided. Customer did not respond to technical supports three follow-up attempts to obtain further information.